Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and the teflon pad was inspected and found it partially separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual damage to the probe unit. A foreign material was observed on the probe unit. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed that at during a gastrectomy procedure the teflon pad curled up. There was a probe damage error and a seal time out error displayed on the generator. Furthermore, olympus was informed that no device fragment fell into the patient. The intended procedure was completed using another sonicbeat device and an approximately five minute¿s delay was reported, while switching the devices to continue the procedure. The device was inspected prior to use with no abnormalities found. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.